Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and critical pump error . The customer¿s blood glucose level was 221 mg/dl. The customer reported that the pump was suspended and was unable to clear the alarm. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. It was reported that the graph key was not responding. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. This alarm is generated when a power failure is detected error not confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).